Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope had flickering image display. The event had occurred during maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6. The device was returned to olympus for inspection, and the reported failure flickering image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: llk plug (laser light cable) of the video cable section had foreign material and fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, the definitive root cause of the flickering image could not be determined. Additionally, the cause of the malfunction "fiber bonding in the outer tube area (distal end) was damaged" is traced to component failure and the cause of the malfunction "llk plug (laser light cable) of the video cable section had foreign material" could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.